Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and required maintenance, which located on rh tl prp rec b. The customer attempted to recover storage space as troubleshooting step, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Additional information: section h imdrf annex codes correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date upon investigation of the actual device used in this incident, a field service engineer confirmed that the error message originated from a tower door or remote manager door. The customer was able to reset the door successfully without issue. The field service engineer (fse) noted that the customer may not have initially known how to recover the door error, but the reset was completed successfully. The issue did not recur. All doors and drawers were inspected, tested, and verified to be free of issues, and the unit was confirmed to be fully functional. A general inspection of the unit was also completed. All cables were verified to be firmly connected and in good physical condition. Barcode scanner and label printer functionality were tested and confirmed to be working properly. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the drawer was failed and required maintenance, which located on rh tl prp rec b. The customer attempted to recover storage space as troubleshooting step, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.